Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a regulatory body regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that the pain pump discharged a shock internally causing pain for several hours. Concomitant medical products included sufentanil, methadone, lorazepam, alprazolam, propranolol, melatonin, and vitamin d. The event date was (B)(6) 2018. No further complications were reported/anticipated.